Event description:
Journal article secmesky_comparison of unibody and non-unibody endografts for abdominal aortic aneurysm repair in medicare beneficiaries: the safe-aaa study, was provided on 04/19/2023. Review of the article determined that there were 71 late aneurysm rupture¿s that had not been previously reported to endologix for the afx platform. All patients were treated in the united states at unknown hospitals. The date of treatments ranges from 08/01/2011, through 12/31/2017. Patient identifiers, device part/lots, event details, and reintervention results are unknown. Patient 22 of 71.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the incident could not be completed. No medical records nor medical imaging relevant to the reported incident was received by endologix as the user facility remains unknown. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix.. No additional investigation of this reported incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. Device iteration is unknown afx.. Device remains implanted.